Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed an imaging system check-out and confirmed the issue. The fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation as they were discarded at the site.

Event description:
A medtronic representative reported that while outside of a procedure the input fuses on the imaging system were blown. There was no patient present when this issue was identified.